Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was unknown if the device was used and disinfected in accordance with the instruction manual. A culture test was not performed on the subject device. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. The root cause cannot be identified. The following is stated in chapter 8 troubleshooting of the instructions for use: "content of event: bacteria were detected in culture test from the endoscope after cleaning and disinfecting. Cause: life duration of the each type of filters, deterioration of disinfectant, etc. Disinfection of water supply piping was not conducted" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer initially reported to olympus that the evis lucera duodenovideoscope tested positive for contamination. It was further reported that carbapenem-resistant enterobacteriaceae (cre) was detected in one of the patients on whom the scope was used. The patient was given antibiotics. The facility stated that they suspected that the cre was due to patient¿s indigenous bacteria and the causal relationship to the olympus product was unlikely since no other patients in the hospital confirmed the infection. After the patient¿s positive test, the product was quarantined and not used. The scope was cultured at that time and was negative for any microorganisms. The scope was cultured again one week later and remained negative for any microorganisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This report captures the complaint on the reprocessor (model: oer-3; model description: olympus endoscope reprocessor; serial number: (B)(6)) that was used to reprocess the scope. Patient identifier (B)(6) captures the complaint on scope (model: tjf-260v; model description: evis lucera duodenovideoscope; serial number: (B)(6))